Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the pad of the ultrasonic surgical device melted off during use in a therapeutic laparoscopic hysterectomy, removal of tubes, and cystoscopy under sedation. The pad came off inside the abdomen at the pelvis after cutting and sealing the uterine vessels. The instrument was removed from the abdomen, and it was confirmed the pad was not in place. There was an initial attempt to look for and retrieve the pad. The pad was located and attempted to be removed using a grasper, but the piece came loose from the grasper inside the abdomen and unable to be found in the pelvis. The surgeons made the decision to not look any further. The procedure was completed successfully without any difficulty. The patient remains stable with no issues and there is no plan to retrieve the pad from the patient at this time.